Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by using a different browser, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, test certificate had expired, which led to issues accessing the website and resulted in an inability to use the test environment, impacting their emr update testing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.